Manufacturer narrative:
Visual inspection of the returned components showed damage on the underside and articulating surface of the oxinium femoral head. Damage was noted on the poly liner, retainer ring, and femoral head of the tandem bipolar shell. Also noted was damage to the edge of the lock ring. From the analysis conducted during this investigation, it was concluded that the articulating surface of the oxinium femoral head was likely damaged during the reported disassociation. Metal transfer observed in the damaged area was consistent with the material used in the retainer ring. The damage to the underside of the oxinium femoral head was likely due to instrument contact upon removal. Based on the information provided, the exact cause for the disassociation could not be determined.

Event description:
It was reported that revision surgery was performed.